Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: an liss plate broke four months after the osteosyntheses operation of a distal femur fracture. After getting up, the patient heard a crack and had a painful deformity of the distal thigh. According to the surgeon, no intraoperative difficulties occurred. The patient was reoperated and treated with a spongiosaplasty. X-rays were received. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation coordinated by synthes (B)(4). Report received indicates the examination of the raw material inspection sheets and the manufacturing papers showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material is in compliance with the international standards. The dimensions are in compliance with the technical drawing and ao/asif specification. Based on the topography of the fracture surface wen can conclude that the implant was subjected to one sided dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to an initial crack and finally to the overload. The implant could not resist the applied force which finally led to the material overload/fatigue failure. There was no evidence of material or manufacturing defects found. Placeholder.